Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. A loose connection was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during fill five of five on the home choice (hc). The home patient (hp) was connected at the time of the event. The caller indicated that the connection between the cassette line and the heater bag was not secure. The hp indicated they would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.